Event description:
No harm to patient. Rn stated that the pump was set at 15.6 ml/hr. When pump alarmed, it was noted as 80 ml/hr. Pump was pulled, tagged, locked and taken to materials management to be checked by engineering. On (B)(6), the IV pump was picked up by the biomed company (B)(4). (B)(4) has been asked to assess pump to rule out user or equipment error.